Manufacturer narrative:
We are currently waiting for additional information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During hemodialysis the catheter twisted and eventually loosened from the lumens.with 01h40min to the end of the hemodialysis session, the catheter twisted and released from the lumens, the child was on his mother's lap during hemodialysis. Compression was performed on site with gauze and compression dressing. The child did not present hemodynamic alteration and then was admitted by the assistant doctor for vascular surgery team to perform new cdl implant and remove from the part of the catheter inside the child. The child was referred to the surgical block and performed long-staying catheter implant through the right and supraventricular subclavian vein and removed from the left catheter. During the procedure, he presented fv episodes for 3min at the time of the ad guide to the ad being required cardioversion and defibrillation with a load of 20 j and 0.1ml of adrenaline, 10 ml sodium bicarbonate and 5ml calcium gluconate. Returned to intubated cti at low parameters, performed dialysis the same night, transfused with 15ml/kg ch. It was sent to intubated cti, healed, heated, stable hemodynamically, pam: 71 mmhg, fc: 111 bpm, so2: 99%.

Manufacturer narrative:
The complained device was not returned for evaluation and no photographs were provided. The distributor provided a device drawing indicating the catheter lumen twisted just below the suture wing. The contract manufacturer conducted a review of the manufacturer records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. The device was implanted and functioning with no issues for 5 months 21 days. Without an evaluation of the device a root cause cannot be determined but is not likely manufacture related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.